Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during use. The broken pieces were retrieved and the case was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: blade broke. Probable root cause: friction due to cutter assembly and housing assembly interaction poor suction excessive force applied by the user. Shaver blade comes in contact with a metal object (i.e. Scope) reused shaver blade. Components do not fit properly. Shaver blade deflects easily forcing the housing assembly to contact the cutter assembly. Inadequate design stackup. Spring with spring constant too high. Improper cleaning process. Settings used above the recommended limits. Incorrect rfid tag. Incorrect diamond grit size/type. Inadequate coating process.

Event description:
It was reported that the device broke during use. The broken pieces were retireved and the case was completed successfuly.